Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump loses power and shuts off. Customer's blood glucose value was unknown at the time of the incident. The customer stated that the insulin pump had a rewind anomaly. The insulin pump will not return for analysis.